Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the or for a scheduled generator replacement due to eri. Externalized conductors were observed via diagnostic imaging. Physician chose to cap and replaced the lead. The procedure concluded without issue.